Manufacturer narrative:
The large hem-o-loc clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was analyzed and found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The broken input disk #7 was not returned with the instrument. Hairline cracks were found on grip input shaft #6 and pitch input shaft #5.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported, that during a da vinci-assisted pancreatoduodenectomy surgical procedure. The large hem- o- lok-clip applier instrument broke, while applying a clip. The break caused the instrument tip to be offhand. And caused uncontrollable movement like a kind of sickle vibrating in the middle of the operating field. There had been no consequences, only because the clip was applied far away from vital tissues. The surgical procedure was a delayed less than 15 minutes in order to replace the instrument with a sterile back-up instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claims against the product noting, clip application failure. An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine, the contribution of the device to the customer reported issue.